Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade 3. Concomitant products: mentor smooth round moderate profile 325cc, catalog # 3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc and experienced a deflation and capsular contracture, baker grade 3 on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 10/02/2019, it was noted the incorrect manufacture and expiration dates of the patient's device were reported. The correct date of manufacture and expiration were 12/1/2003 and 12/31/2007, respectively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/8/2019, mentor received the device for analysis, and additional information indicating the patient's concomitant device was a mentor smooth round moderate profile 325cc, catalog# 3501650, lot# 271771, serial# (B)(4). Device evaluation summary: during evaluation of the device a crease was observed on posterior aspect. Leak testing was performed within crease a tear was observed on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).